Event description:
On (B)(6) 2012, clinic notes were received dated (B)(4) 2011 which indicated that the patient has sleep apnea. No further information was provided in the clinic notes as to the relationship of the sleep apnea to vns. The manufacturer's consultant stated that the physician is currently out of the country but the consultant believes that the sleep apnea may be pre-vns. The consultant stated that she would follow-up with the physician when he is back in the country.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient has had many years of sleep apnea. The physician stated that there is no relationship between the sleep apnea and vns and that the sleep apnea does not occur with stimulation. The physician also reported that the patient was not formally diagnosed with sleep apnea.